Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump volume or vibration was too low. As a result, customer was unable to hear the pump alert for dropping blood glucose (bg) levels, leading to a bg that was "low" per continuous glucose monitor readings. Low bg was addressed by consuming carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.